Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported screw loosening at tooth site 46. Procedure was completed and a new screw was placed. Screw placed on (B)(6) 2023 and removed on (B)(6) 2025.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information lot number updated to unknown. D4: additional device information UDI number updated to unknown.. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date updated to unknown . H6: adverse event problem. H11: additional narrative. Zfx received one gentek® angulated screw channel tibase, certain® engaging, 4.1mmd x 1.3mmch with the screw gentek® gold-tite® hexalobular screw, certain®, engaging and one crown for evaluation evaluation. Visual evaluation / functional test was performed. Visual evaluation: gold-tite-screw is in used, but functional condition. Ti-base is separated from crown. Ti base has a crack over the cone. The end of the cone has considerable damages. The crown is broken at the ti-base recording side. It was observed that the crown gets lost on the ti-base and damage the recording from ti-base. Functional test: screw is in dimentions, ti-base fit into implant, dimentional ok. The investigation of this complaint, no lot number was considered since the lot number initially reported was not aligned with the date when the screw was placed. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning, misunderstood or overlooked instructions for use. Therefore, based on the available information, a device malfunction did not occur. The screw is in usable condition and within specifications. The reported event is not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.